Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the force bipolar instrument jaws locked during attempt to remove surgical sponge from abdomen. The instrument jaws were unable to unlock required for removal of trocar in order to remove instrument. The joint at instrument head was noted to be out of alignment. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use and no damage or anything out of the ordinary was noted. The procedure was for xi robotic assisted cholecystectomy. The surgical task was being performed with the instrument when the issue occurred was for grasping surgical sponge. No the issue with the instrument did not occur after a system fault. No the jaws were not stuck on tissue when the issue occurred. The instrument was removed with trocar and the trocar was replaced and procedure completed robotically with replacement instrument. No photographic images of the device(s) or a video recording of the procedure available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.